Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that she started having issues with the meter between 1:00am and 1:30am on (B)(6) 2018. She reported that at around 10am on (B)(6) 2018, she obtained a blood glucose result of ¿120 mg/dl¿ and at 11:00am she obtained an alleged inaccurately high blood glucose result of ¿230 mg/dl¿. She stated that she ¿didn¿t know what happened¿ since she ¿really didn¿t eat anything¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy. She stated that she was already ¿not feeling well¿, ¿very tired¿ and ¿not thinking clearly¿ and her meter advised to give 4 units of novolog. She reported that she was unsure if her symptoms were related to the alleged issue with the meter. No treatment above and beyond the usual routine of diabetes care and management was reported. The patient reported that another device had been used to test her blood glucose level, but she did not know the result on the other device. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient did not know if her symptoms were related to the alleged product issue, the subject meter could not be ruled out as a cause or contributor to the event.